Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that after insertion in the internal jugular vein of this introducer, the protective sheath which allows mobilization of the catheter while remaining sterile had detached from its support. Therefore, the catheter was no longer sterile, and the swan probe has been removed. The introducer was replaced by another one by removing everything and using a new insertion site. There was no allegation of patient injury reported. The device was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
One contamination shield with a 777f8 catheter and 1.5cc syringe were returned for examination. The report of the protective sheath had been detached was confirmed. The tuohy-borst distal adapter of contamination shield was received detached from the sheath. Marks from the o-rings were noted on the sheath. The lab sample of 8f catheter and the returned catheter were able to be secured with the touhy-borst proximal and distal adapters of the contamination shield. No other visible damage was observed from the returned contamination shield or catheter. There was no alleged malfunction associated with returned catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.